Manufacturer narrative:
Clarification to d6a. Implant date: partial implant date provided as "more than 30 years ago". Continued e.1. Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.